Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to check the voltage at the power supply board. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Make sure the brake is not set, and then plug the bed into an applicable power source. A steady alarm comes on. Set the brake. The alarm stops. Repair or replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in december 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The account replaced the power supply board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the bed brake not set alarm was not alarming. The bed was located on the nursing unit at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).